Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Event description: patient discharged from the hospital on (B)(6) 2011. Additional information: the pd nurse confirmed that on an unreported date, the patient experienced a break in aseptic technique while performing therapeutic pd and experienced peritonitis, manifested by abdominal pain. The peritonitis was treated with ip ancef (dose, frequency, and therapy dates were not reported). On (B)(6) 2011, the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was not related to dianeal therapy. The nurse did not provide an opinion of causality for the event of break in aseptic technique; however, the nurse reported the cause of peritonitis was due to the break in aseptic technique.

Event description:
This is a spontaneous report by a consumer from the USA of patient made mistake/touch contamination/did not wear mask/did not clean the exchange area before starting peritoneal dialysis (pd) and peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date in 2009, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on an unreported date, the patient made a mistake/touch contamination/did not wear mask/did not clean the exchange area before starting pd. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not provided.